Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, device was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer arrived on site and inspected the station, confirming that all drawers had failed. The issue was isolated to a damaged retractor band in auxiliary drawer 2.1. Initial attempts to resolve the issue included replacing the solenoid controller board and inspecting the half-height (hh) position sensor, which was found to be damaged. These steps did not resolve the issue. The engineer then successfully replaced the retractor band, which was identified as the root cause of the failures. Additional steps included checking all lights and cables and cleaning debris from the station. After completing the repairs, the drawer passed testing using the hardware test application (hta), and the customer verified that all device functions were working normally in the application. Fse checked all lights, cables and cleaned debris. The system functioned as intended after the field service engineer repaired the device.